Event description:
Anesthesiologist showed me an item he was about to use where a piece of it fell off, that should stay intact. The anesthesiologist's concern is if he had used this, and it fell apart while being used, the small part off the end could have went into the patient's lung. Item is a laryngo-tracheal mucosal atomization device.